Event description:
When a physician used the subject device for a total laparoscopic hysterectomy, the probe broke and the distal ends fell off inside the pt¿s body. The procedure was completed as scheduled. The broken piece of the probe was taken out.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe broke down at 16.5 mm from the distal end. And there was a scratch at the broken point. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the probe tip was detached. The t3905 instruction manual already states; warning: do not contact the probe with any hard objects (e.g. Metal clips or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidentally. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, which may lead to a damage or detachment. When the probe is contaminated by carbonized tissue, use a piece of moistened, soft gauze to remove the tissue. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the probe may be scratched or broken and drop into the body cavity during ultrasonic output.